Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. Lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that inadvertent mishandling during unpackaging/removal from the packaging tray resulted in the reported/noted tip material separation; however this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that while unpackaging the 5.5x100mm supera self expanding stent system (sess) the tip was noted to have separated. The sess was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.